Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted antibiotic therapy and the transition of modality to hd therapy. Per the program manager (pm), the cause of the peritonitis was a breach in aseptic technique (touch contamination) when the patient dropped the ¿blue pin,¿ picked it up and reinserted it into the circuit. Additionally, the pm stated the event was unrelated to the utilization of any fresenius device(s) or product(s). Corynebacterium species belong to the normal flora of the skin. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating a liberty select cycler and/or liberty cycler set caused or contributed to the serious adverse event. It is well established that those individuals undergoing pd therapy are at high risk for infections of the peritoneum. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in pd. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having a peritonitis infection and is now on permanent hemodialysis (hd). During follow-up, the patient¿s clinic program manager (pm) reported that a peritoneal effluent fluid culture was collected on (B)(6) 2019 and returned positive for gram-positive corynebacterium (species not provided), and a cell count revealed an elevated wbc of 262 mm3. The patient was treated as an outpatient and prescribed intraperitoneal (ip) vancomycin 1 gram daily (duration not provided). The pm stated that the cause of the peritonitis was a breach in aseptic technique (touch contamination) when the patient dropped the ¿blue pin,¿ picked it up and reinserted it. A follow-up culture on (B)(6) 2019 revealed that the organism remained present, and a repeat cell count demonstrated an elevated wbc count of 100 mm3. The decision was made to remove the patient¿s pd catheter (not a fresenius product) and transition the patient to outpatient hemodialysis (hd) therapy. The patient¿s pd catheter was surgically removed as an outpatient procedure (details not provided), and a hd catheter (not a fresenius product) was inserted (date not provided). The pm stated that the events were unrelated to the utilization of any fresenius device(s) or product(s). The patient has recovered from the event and continues to undergo hd therapy without issue. The patient has made the decision to not return to pd therapy, as hd therapy is more conducive to their lifestyle.